Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A biomed technician at a hemodialysis user facility reported a 2008t machine with valve 105 stuck closed during setup. There was no patient involvement associated with the malfunction. Follow up with the biomed technician indicates that the machine was still being repaired. In addition the biomed technician reported that there was a door assembly gasket failure. The biomed technician emailed photos of the alleged damage. It is unclear if the damage in the photos are fluid staining or heat damage.

Manufacturer narrative:
The alleged event was not confirmed. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."